Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that when the nurse went to change the medication bag it was still full, however the pump residual volume stated 3.5 milliliters remaining. The patient denied hearing any alarms from the pump in the past 2 days. The nurse flushed the lines with normal saline solutions to ensure that there weren't clogged. The patient was connected to a new medication bag and new pump and confirmed that it was running normally. No patient injury was reported.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.